Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient experienced more pain and the healthcare provider (hcp) was unable to aspirate the catheter. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved and a revision would be scheduled. It was noted that the patient remained alive with no injury. No further complications have been reported as a result of this event.